Event description:
It was reported to philips that the system did not startup, stalling at 00:00. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the bios battery. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not clinical use, when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not able to finish booting up. Analysis of the system log file confirmed that there was no connection with the flexvision pc. During troubleshooting, the fse identified that the flexvision pc with bios was not configured. The fse replaced the mother board battery of the flexvision pc. After replacement of the mother board battery, the system was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.